Event description:
During a sphinctertomy procedure for treatment, the needle of the microknife broke off in the ampulla and then moved into the duodenum. The doctor decided to leave the needle to pass by natural peristalsis. The procedure was coninuted by using another microknife. The outcome of the procedure was reported as fine and the patient's condition after the procedure was reported as fine. During additional follow-up 2 months after the procedure, it was reported that the patient has not reported any problems or required any additional treatment as a result of the needle breakage. The device was returned to this MFR and an evaluation was performed. It was found that a few centimeters of the needle had been burned off and not returned with the rest of the device. The needle component was still located within the sheath of the device. It was burned and a ballweld was formed on the tip. This indicates that the needle was exposed to excessive heat. The needle may have been broken by excessive use or improper generator settings. User technique and/or patient anatomy may have contributed to this event. However co is unable to determine the relationship between this device and this event.